Manufacturer narrative:
The damaged arm pads were requested to be returned, however they had already been disposed of by the end user. There were no pictures available of the arm pads. The provider has replaced the pads with a different style. This record is being filed in an abundance of caution due to the alleged injury and medical treatment received. The owner¿s manual for this device includes the following warnings: risk of death, injury or damage. Continued use of the product with damaged parts could lead to the product malfunctioning, causing injury to the user and/or caregiver. Sharp edges can cause serious injury. Be mindful that some parts may have sharp edges. Use caution when encountering these sharp edges.

Event description:
It is alleged the left and right arm pads on the wheelchair have broken. The plastic around the sides cracked and became very sharp, the end users¿ elbow was scratched. The end user sought medical attention for a sore on his elbow which became infected and had to be drained. He doesn't know if the sore that was infected was caused by the cuts from the arm pads.